Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline did not prematurely release from the resheathing pad.the resistance was in the distal end of the catheter. The cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline experienced resistance in the phenom 27 microcatheter. The patient was undergoing treatment for an unruptured, saccular located in the middle cerebral artery. The max diameter was 3mm, and the neck diameter was 2mm. The landing zone was 3mm distal and 3.3mm proximal. The patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered, and the pru level was .3. It was reported that when the pipeline was delivered close to the tip of the microcatheter, resistance was found in the push. After repeated adjustments, it was found that the stent had been dislodged at the distal end of the catheter, so the stent and microcatheter were withdrawn as a whole. The dislodged stent was pushed out of the body and it was found that the guide wire at the tip was broken. So, a new stent was replaced and the operation was completed. A continuous flush had been administered. The pipeline was not stuck. There was no damage to the catheter or pushwire. The patient did not experience any injury or complications. Angiographic results post procedure showed contrast retention. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the proximal segment of the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box; the pipeline flex braid, the distal broken segment of the pushwire, and the phenom 27 catheter were not returned. Damaged location details: the pushwire appeared separated proximal to the dps sleeves. The pushwire appeared to be bent at 0.5cm from the broken end. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube was found stretched. No other anomalies were found. The fractured segment was sent out for sem analysis. Testing/analysis: per the sem test results, the broken end failed via torsional overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿pushwire break/separation¿ complaint was confirmed, as the returned pipeline flex device was broken proximal to the dps sleeves. The broken end failed via torsional overload. Possible causes of the break failure include over-manipulation and twisting. In addition, the damages seen on the pushwire (bent) and hypotube (stretched) show that high force was used. These damages likely occurred when the customer attempted to advance the pipeline flex device through the catheter against resistance. Possible resistance causes include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. In this event, the vessel tortuosity was minimal, ruling out vessel tortuosity as a possible cause. In addition, the customer stated that a continuous flush was administered; however, it was not specified if the continuous flush was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline as a possible cause. However, the cause of the resistance could not be determined. Since the phenom 27 catheter was not returned, any contribution of the catheter to the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.